Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'shuts off randomly' which was reproduced. Evaluation observed depressed contact puns on the rear case which can cause the pump to shut down if running on direct current (dc) power. A review of the event history log identified improper shutdown messages as confirmation of the reported issue. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would shut off randomly. There was no patient involvement. No additional information is available.